Manufacturer narrative:
Concomitant medical products: 4269 lead, implanted (B)(6) 1991.

Event description:
It was reported that during a generator replacement, the right ventricular (rv) lead exhibited high and unstable thresholds, non-capture and inappropriate pacing inhibition consistent with noise. There was a brief period of asystole when assessing threshold measurements between the new device and the analyzer. It was decided to cap and replace the lead. No further patient complications have been reported as a result of this event.

Event description:
The lead was later removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.